Manufacturer narrative:
B4:(B)(6)2021. Preventative maintenance was being performed at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the issue. The device passed performance verification testing.

Manufacturer narrative:
The nav-ring was returned to the manufacturer for analysis. No failure investigation s required. Previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process. New information received provided that the issue was discovered during preventive maintenance. Therefore this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.